Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.